Event description:
The following has been reported: biomed reported: '"ticket stated "service needed". Cleaned and ran test infusion. No alarms" patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. It was observed the fva pins had excessive drag. An internal investigation was performed to clean the pins and it was also found the fva motor has a pinched wire. Cleaning resolved the pins drag.